Event description:
It was reported that prior to an unk case, the obturator would not insert into the sleeve due to the tip having more clear plastic than usual. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.